Event description:
The complainant stated while hooking up the sling (not pt in the lift) it was discovered that the screw which holds the sling bar hook had come loose and the hook was about to fall off.

Manufacturer narrative:
The accounts maintenance staff reinstalled the hook and tightened the screw to repair the lift.